Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered serious bodily injuries, including, but not limited to, pelvic pain, infection, urinary problems, and other injuries. As well as injured, resulting in severe mental and physical pain and suffering. Such injuries will result in some permanent disability to her person and compensatory damages. No add'l info was provided.